Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to door not fully latched messages which were not reproduced during evaluation. The alarms were confirmed through a review of the event history log. The force required to secure the door was above expected levels. The alarms were caused by an out of adjustment door hooks. The door hooks and latch pins were replaced.